Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer, patient product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type : lead. Product ID: neu_unknown_lead, serial# unknown,product type lead product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported the patient had to turn stimulation off sometime last week because she was getting shocked. It was noted when the patient tried to turn off her stimulator that today, it had taken several attempts. It was noted the patient stated she had been getting these shocks since the implantable neurostimulator (ins) was implanted in 2009. It was noted the leads were replaced 1 month ago to see if that would help but it didn¿t. It was noted the patient was reprogrammed at the physician¿s office last week, but by the time she got to her car she was getting shocked again. The patient then turned the stimulation off and had not turned it on since. It was noted the shock happened when the patient moved her body. It was noted ¿it shocked the hell out of the patient as if she was being electrocuted.¿ additional information received reported the patient had ¿cp¿ and has had continuous shocking issues for years with the spinal cord stimulator. It was noted 4-5 months ago the manufacturer representative (rep) came to the patient¿s appointment, got the stim working ¿ok¿ but then it started shocking her again. It was noted that when the nerve pain gets out of hand it was terribly frustrating for the patient. It was noted when the shocking begins, the patient can¿t get her brain to let her hand/fingers turn her ins off. It was noted the pain/shocking was more than a 10/10 on the pain scale and it interferes with her day to day living. It was noted the patient wanted to turn her implantable neurostimulator (ins) on. It was noted that the patient was feeling stim in her back and did not have back pain. The patient could gently feel the stim when she switched to group b, which reportedly resolved the patient¿s inquiry. Additional information received reported the generator pocket area was painful. It was noted the patient¿s outcome was ¿resolved without sequelae¿ on (B)(6) 2013. It was noted that interventions were taken. The neurostimulator was surgically repositioned on (B)(6) 2013. The diagnostic methods were noted to be examination/palpation of the generator mobile in pocket area. The etiology was noted to be ¿incisional site/device tract¿ and the neurostimulator pocket. The event was reportedly related to the device or therapy but not related to the implant procedure. It was noted that during the lead revision procedure, it was determined that the generator was ¿mobil¿ in the pocket area and would need to be revised. It was reported the generator tips forward and was reported by the patient to be painful. The severity was noted to be moderate. Additional information received reported that the patient got shocked when transferring. It was noted there was a malfunction in the leads. It was noted the patient¿s outcome was ¿resolved without sequelae¿ on (B)(6) 2013. It was reported intervention was required. The leads were replaced on (B)(6) 2013, with the device disposition being unknown. It was noted the diagnostic method used was interrogation of the device. Results found that stimulation was stated to be off on the printout date (B)(6) 2013. The etiology was reportedly the device (leads). The event was reportedly related to the device or therapy but not related to the implant procedure. It was noted that the signs and symptoms were the patient not getting stimulation anymore into the foot and having the system shock her when transferring from wheel to alternate positions. The severity was noted to be moderate. Additional information received reported the patient experienced a shocking or jolting sensation while stimulation was turned off. For the past 10 days, the patient¿s stimulation was reportedly shocking her around the clock. The shocking was located in the same area as where the patient was getting paresthesia. Shocking occurred bilaterally in the patient¿s legs and from her back to the tips of her toes. It was confirmed that stim was off. It was noted the patient had always complained of shocking since the system was implanted but it had become worse and constant over the past 10 days. There was no known accident or incident related to this complaint. Additional information received reported the patient experienced a shocking or jolting sensation following an implant. It was noted the patient made a comment about hurting herself and was offered to transfer to the crisis line, but declined. It was noted the device was reprogrammed yesterday but that ¿it was not like real life.¿ it was noted the patient wanted to switch from lie setting to sit setting, as stimulation was shocking her. It was reported that ¿every moment¿ it shocked her and had been that way since implant. The patient switched to sit, but then it was too strong at 4.20 volts so the patient turned stimulation off as she stated she ¿couldn¿t get it to work.¿ the patient decreased the setting and then switched back to lie setting. It was recommended that the patient contact her health care provider.